Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic liver resection procedure, while being applied on the liver for resection, the staple cartridge closed, the black back button was pulled, but the jaws could not open. Another device was used in order to complete the case. No patient injury.